Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. Following placement of the tension spring immediately after deployment, the venous sheath was removed. The pt's groin was noted as stable at the removal of the tension spring (25 minutes later). One and a half hours later, the pt complained of tenderness in the groin area. The pt was assessed to have a large hematoma at that time (larger than 6 inches). Manual pressure was applied for a duration of 30 minutes, and hemostasis was again achieved. The pt was discharged the next morning without difficulty. Follow-up with the pt two weeks after discharge shows that the hematoma has resolved, and the pt remains without sequelae.